Manufacturer narrative:
A philips product support engineer (pse) reviewed data, and conducted an investigation of the philips intellisphere event management (iem) software, and concluded that the system functioned as designed. There was no product malfunction; this is considered a user issue, as the bed names coming in from the pic ix did not match bed names or bed aliases in the iem system; therefore, the pic ix was not able to send messages to phones assigned to the beds. A philips product support engineer (pse) added aliases to all the telemetry beds to match the input received from the pic ix, and messages for the telemetry beds were being dispatched to the cisco phones. The customer confirmed that they were getting messages. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer feels there was a delay in treatment of the patient, because nurse was not notified via alarm on phone. The cisco phone did not alarm, however the central station did alarm. The customer reported that a patient was deceased.